Manufacturer narrative:
(B)(4). Additional 510k number includes k072642.

Event description:
It was reported that the patient presented with a loose bridge. It was then that the doctor discovered the screw (ilrghg) had loosened.

Manufacturer narrative:
The complaint product was not returned for a visual inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite large hexed screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.